Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma," "focal bulging of the left prosthesis contours," "circumscribed nodule," and "discomfort on palpation."

Event description:
Healthcare professional reported left side "seroma" MRI confirmed, "focal bulging of the left prosthesis contours," and "discomfort on palpation." The event of "circumscribed nodule," is considered non-device related. Device remains implanted.